Event description:
It was reported that iqvia tech found the arctic sun device was filled with some yellow foamy liquid and had no flow, coming in for assessment. Per sample evaluation results on 17mar2026, 1. All 4 shell panels were damaged. The front caster wheel was detached, and 3 other casters were loose. The power cord was contaminated. The chiller frame was damaged.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed flow meter. The device was evaluated upon receipt. During evaluation it was found that the flow meter had failed. The flow meter was replaced. All 4 shells of the device were damaged. The front wheel of the device was off and 3 casters were found to be loose. The power cord was contaminated. Damage to the chiller frame. A 2k pm was performed. This included servicing the mixing and circulation pumps as well as replacing the heater, manifold o rings, tank tubing, coin cell, and power cord. The casters were reinstalled and tightened. All four panels were replaced. The unit is functioning properly. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.